Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis and fluid build-up. No additional information was provided during intake. During follow-up, the patient confirmed they were short of breath (dyspnea) while undergoing ccpd therapy on (B)(6) 2024 and went to the hospital. The patient reported they were admitted for fluid overload, peritonitis and was discharged on (B)(6) 2024. The patient reported they transitioned to hemodialysis (hd) while hospitalized because the infection wasn¿t clearing, and they had excess fluid building up. The patient reported beginning outpatient hd therapy on (B)(6) 2024 and feeling much better. The patient stated they are receiving antibiotics (drugs, dosages, frequencies, durations not provided) intravenously during hd therapy. The patient stated their pd catheter (not a fresenius product) remains in place and is being cared for by the pdrn. The patient will return to ccpd after approximately 30-60 days once their abdomen has had time to rest. The patient stated the fluid overload was caused by the peritonitis (cause unknown) adversely affecting the pd catheter from draining. The patient stated they were not experiencing any difficulties with the liberty select cycler and intend to resume utilizing the cycler when the time is appropriate.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of peritonitis and fluid overload (characterized by dyspnea), which warranted hospitalization and a temporary transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, causality cannot be established. However, the patient stated he was not experiencing any difficulties with the liberty select cycler. Additionally, the patient reported the cause of the fluid overload was the peritoneal infection adversely affecting the pd catheters¿ functionality. It should be noted that a lack of follow-up clinical information precluded a more comprehensive investigation. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its etiology. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis and fluid build-up. No additional information was provided during intake. During follow-up, the patient confirmed they were short of breath (dyspnea) while undergoing ccpd therapy on (B)(6) 2024 and went to the hospital. The patient reported they were admitted for fluid overload, peritonitis and was discharged on (B)(6) 2024. The patient reported they transitioned to hemodialysis (hd) while hospitalized because the infection wasn¿t clearing, and they had excess fluid building up. The patient reported beginning outpatient hd therapy on (B)(6) 2024 and feeling much better. The patient stated they are receiving antibiotics (drugs, dosages, frequencies, durations not provided) intravenously during hd therapy. The patient stated their pd catheter (not a fresenius product) remains in place and is being cared for by the pdrn. The patient will return to ccpd after approximately 30-60 days once their abdomen has had time to rest. The patient stated the fluid overload was caused by the peritonitis (cause unknown) adversely affecting the pd catheter from draining. The patient stated they were not experiencing any difficulties with the liberty select cycler and intend to resume utilizing the cycler when the time is appropriate.